Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed and the device's ac inlet connector was damaged. The device's internal battery and ac inlet connector were replaced to address the issues.